Manufacturer narrative:
(B)(4). Concomitant medical products ¿ oxford twin peg femur catalog 166941 lot j3480140; oxford tibial tray catalog 154719 lot 3399112. (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right partial knee revision procedure approximately three months post implantation due to valgus deformity and the patient being unhappy with the cosmetic result. The tibial bearing was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.